Manufacturer narrative:
An event regarding revision surgery involving an unknown restoration modular body was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including lot details, failure mode,operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that patient's left hip was revised due to dislocation. The head, liner, cone body (implanted (B)(6) 2017), and shell (implanted (B)(6) 2012) were revised. Shell and cone body were revised to change patient's version. Rep reported that no further information is available.